Event description:
Pt was to receive tpn via infusion pump. Rn programmed the pump but neglected to release the tubing clamp between the pump and the pt at the time she activated the device. The occlusion alarm failed to activate. Failure to deliver fluids was noted 12 hrs later. Pt was dehydrated and required immediate fluid infusion and vasopressor therapy to return blood rpessure to pre-event values. Outcome was otherwise unaffected and pt status proceeded to improve commensurate with his clinical condition.